Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the charging cable would not charge the pump. The customer successfully charged the pump with an alternate usb cable. The customer's blood glucose was 162-163 mg/dl.